Event description:
Report 1 of 3. Consumer reported that when she pulled on the string of a tampon for removal, the pledget fell apart. She was able to get the pledget out completely and no pieces remained inside of her. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.